Event description:
New information received states the device was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the emergency room after receiving a patient notifier, an extended charge timeout was observed during a routine capacitor maintenance. Device replacement has been scheduled. The patient will continue to be monitored.